Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the physician intended to use the protege gps to treat a lesion. It is reported that the stent partially deployed in the patient. The physician experienced difficulty removing the partially deployed stent. Another stent was used to complete the procedure. No intervention is reported. There is no patient injury reported. Evaluation summary: the product was received with two cells of the stent exposed beyond the outer sheath. The gray tapered tip was nested against the stent/ outer interface suggesting that the inner shaft retainer had disengaged from the stent. The catheter was held against a bright light source confirming that the retainer had disengaged and that the retainer tabs were damaged. The stent would not deploy by being pushed out by the retainer so it was pulled out. The retainer tabs were both folded over. It could not be determined when the retainer disengaged from the stent and when the retainer tabs were damaged. The outer sheath was cut open longitudinally to expose the outer shaft ptfe liner. The liner exhibited some longitudinal scratches but no appreciable delamination.